Event description:
User receiving ggt results for one pt that do not meet clinical picture. Over a period of 10 years, multiple samples from one pt generated result of < 3 I/u. Repeat on analyzer at another site produced result of <4 I/u. MFR was not made aware of this issue until 07/24/2008. It is not known if erroneous results were reported. Info provided indicated the pt did not receive any medical treatment or hospitalization due to the results. If additional info is received, appropriate notification will be provided.